Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 181 mg/dl. Customer has been experiencing low blood glucose for the past three months. The blood glucose reading at the time of the event was 32 mg/dl. The paramedics were called to residence and treated the customer with dextrose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.